Manufacturer narrative:
(B)(4). The insulin pump was received with cracked and bleeding lcd glass, cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and severely scratched display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's screen had a crack. No further details were provided. Blood glucose was unknown at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.